Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing was completed on the system. It was reported that the emitter was checked and was not working. A new one was needed. A system checkout successfully performed and the issue was resolved. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the navigation system¿s axiem had a system error and could not work. No patient was present.